Event description:
It was reported, after uneventful induction of anesthesia and surgery, suddenly it was not possible to apply o2-flush or breathing pressure to the pt. The anesthesia device was immediately changed and emergency actions on the pt were performed. The pt expired in the theatre.

Manufacturer narrative:
The event was reported to national authorities; an independent investigation by experts was requested by authority. The affected device was investigated on site by an independent expert on jan 28th 2008. No device failure could be found. After this examination the device was released for clinical use and operates as intended without any complicities since that time. The investigation of the device internal log-files did also not revealed an indication for a device failure but entries of several device alarms and user actions during the reported event. The root cause for these alarms and actions could not be identified or concluded. No indication for a device failure could be identified, the file has been closed.